Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during valve deployment of a 26mm sapien 3 valve in the aortic position the commander delivery system balloon burst just before full valve expansion. The valve was successfully implanted. However, during removal of the balloon into the esheath difficulty was noted and it was not possible to get the balloon back into the e-sheath. A cut down was needed to remove the system from the patient. The final outcome was good and the patient is doing well. The device will be returned for evaluation. As reported, a balloon valvuloplasty (bav) was performed. As per the physician¿s opinion, it is possible that calcification is the cause of the balloon burst. The patient¿s native annulus and leaflets were severely calcified.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed that the nose tip and guidewire were detached, a small portion of the balloon was still attached adjacent to the I/c bond, circumferential tear, inflation balloon was separated distal to the I/c bond and not returned, the loader was slightly bent, no gouges on flex tip, the esheath expanded as designed, scratches observed on the shaft and esheath distal tip damaged. Functional testing was not performed due to the condition of the returned device (balloon burst and delivery system cut). Dimensional testing was performed on the single wall thickness and was found to be in within specification. During balloon manufacturing, the entire delivery system (including the crimp balloon, inflation balloon and nose tip) are 100% inspected for the following: working length, balloon diameter, proximal and distal leg ids, proximal od, and double wall thickness. During final inspection, the entire device was 100% visually inspected per procedure for the following: inspect of entire device, missing components, incorrect assembly, device damage (e.g. Kinks, cuts), and contamination. The inflation balloon and crimp balloon are visually inspected for distorted/pinched folds, wrinkles or waviness, and fold lines. During manufacturing, the commander delivery system was 100% air pressure leak tested per procedure and inspected for the following: post balloon catheter leak test inspected for damage to the inflation balloon. During product verification (pv) testing is performed on lot samples for retrieval force, and balloon pressure and met statistical requirements. The lot met requirements prior to release for distribution. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. The complaint for balloon burst was confirmed based upon the visual inspection of the returned device, as a radial tear was observed on the balloon and part of the balloon was not returned. However, no manufacturing non-conformities were identified during the investigation. Dimensional analysis of the balloon wall thickness revealed that the balloon wall was within specification. A detailed root cause analysis for similar returned balloon bursts complaints has been summarized in and documented in an edwards lifesciences technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment thv delivery system balloons are subject to increased risk of burst in a calcified annulus. Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification. Per the doctor¿s opinion in the complaint case, it is possible that calcification caused the balloon burst. Technical summary contains additional details related to root cause analysis on balloon bursts in a calcified annulus. Available information reveals that patient factors may have contributed to the balloon burst. Based on the condition of the returned device, the complaint for delivery system withdrawal difficulty through sheath was confirmed. The damage on the distal tip of the sheath indicates that the delivery system may have become stuck there during withdrawal. However, no potential manufacturing nonconformance was identified. Review of available information (complaint history, lot history, and DHR review) also did not reveal any indication that a manufacturing issue contributed to the complaint event. The burst balloon would have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. As such, available information supports that patient/procedural factors likely led to the reported event. The complaint of balloon burst and withdrawal difficulty was confirmed, but no manufacturing nonconformities were found in the returned sample and no labeling or IFU inadequacies have been identified. In this case, available information suggests that patient (per report, calcification) and procedural factors may have contributed to the event. In addition, it can be speculated that the root cause is related to the rationale outlined in technical summary. There is no indication of increasing trend that surpasses control limits for these trend category, therefore, no preventative or corrective action is required at this time.